Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on (B)(4) 2015 which confirmed that the injector was operating within bayer specifications. Quality assurance product analysis received and examined the returned multi-patient disposable set (mpat, lot number 134802) and the single-patient disposable set (spat, lot number 135001) that were used during the procedure. Functional testing concluded that the mpat and spat performed to specification with no problems observed. Visual examination determined that there was a third party 3-way stopcock connected to the distal tip of the spat. The site continues to use the avanta fluid management system after the reported event. No further issues were reported.

Event description:
A bayer representative reported the following: a (B)(6) female patient was undergoing a recanalization of a chronic total occlusion of the left coronary artery while connected to the avanta fluid management system. A left radial approach was utilized to inject contrast to evaluate the right coronary artery. Two hours into the procedure, the patient complained of chest pain and there was an st segment elevation noted on the EKG monitor. An undisclosed amount of air was seen on the displayed images. The physician treated the patient with atropine and noradrenaline to lessen the chest pain. The patient recovered with no other side effects noted.